Event description:
Customer reported that I-stat cardiac troponin I cartridge (ctni) yielded borderline abnormal troponin levels of 0.09ng.ml at 13.49 and 0.11 ng/ml at 15:40 in 2006. The physician's impression was that the patient's chest pain was not suggestive of coronary disease, but the patient had multiple risk factors. The patient was admitted and treated with intravenous heparin. No additonal ctni testing was performed prior to event date. The next day, cardiac troponin I results from the beckman dxi method yielded resuts of 0.03 ng/ml, at 05:05 and 0.03 ng/ml at 10:45.